Manufacturer narrative:
Type of investigation code 3331: the device history record review indicates that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens was attempted to be implanted on (B)(6) 2023 using an sfc-45 cartridge. Reportedly, the lens would slip during setting in the cartridge (pulls back). The lens was implanted and the problem was resolved due to a new cartridge being used. Cause reported as device.

Manufacturer narrative:
Claim#:(B)(4).